Event description:
It was reported that during a laparoscopic colon procedure, the jaw came off in the patient. The piece was retrieved. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.